Manufacturer narrative:
The cause for the initially (B)(6) advia centaur xp (B)(4) patient result when compared to the repeat (B)(6) test result is unknown. The customer noted that sample handling may be a contributing factor. The customer's quality control results were within acceptable ranges and there were no other discordant (B)(6) patient results questioned at the time of the event. The customer has declined a service visit. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.

Event description:
A false positive advia centaur (B)(4) result was obtained on a patient sample and the physician questioned the result. The customer performed repeat (B)(6) testing and the result was (B)(6). A corrected report was provided to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the positive advia centaur (B)(4) assay result.